Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (B)(6) 2007; 6949 implantable tachy lead (B)(6) 2007. (B)(4).

Event description:
It was reported that far-field r wave (ffrw) sensing was noted on the atrial channel. The atrial lead remains in use. No patient complications have been reported as a result of this event.